Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 06/15/2021. H6 component code: g07002 - device not returned. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Additional information was requested, and the following was obtained: please capture as 1 device was involved as the reporter did not provide any further information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm how many devices presented needle pull off from suture during this single procedure being reported? What was being done when the pull off occurred (e.g. Removal from package, during passage through tissue, during tying, etc.)? Did the five (5) cases of needle pull off occurred during the same procedure? Procedure name? Were there any patient consequences? Was procedure successfully completed? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, it was reported that multiple needles are pulling off way too easily and the surgeon opined that can be a problem in anatamosing vessels. There were no adverse patient consequences reported. Additional information has been requested.